Event description:
The information received indicated that the patient was admitted for treatment of a 99% stenosis in the right common to external iliac artery. The approach was made from the right brachial artery. The target lesion was pre-dilated with 5 x 40mm sterling balloon (bsj). As the lesion was not dilated enough, a c08100ml smart control was delivered over a dejavu guidewire (gw) (dv1430s) and placed in the lesion. Another smart control stent (c08060ml) was advanced, but the sds was caught at the edge of the previously placed stent. The dejavu gw was changed to an 0.035 radifocus (terumo). The device was advanced once again though friction/resistance was felt again. The device was removed from the patient and the distal tip was found frayed. A different smart control (c08080ml) was used instead and the stent was placed in the lesion without problem. Post-dilatation was conducted with the sterling balloon and the procedure was completed. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The information received indicated that the patient was admitted for treatment of a 99% stenosis in the right common to external iliac artery. The approach was made from the right brachial artery. The target lesion was pre-dilated with 5 x 40 mm sterling balloon (bsj). As the lesion was not dilated enough, a c08100ml smart control was delivered over a dejavu guidewire (gw) ((B)(4)) and placed in the lesion. Another smart control stent (c08060ml) was advanced, but the sds was caught at the edge of the previously placed stent. The dejavu gw was changed to an 0.035 radifocus (terumo). The device was advanced once again though friction/resistance was felt again. The device was removed from the patient and the distal tip was found frayed. A different smart control (c08080ml) was used instead and the stent was placed in the lesion without problem. Post-dilatation was conducted with the sterling balloon and the procedure was completed. There was no adverse event and the patient is in stable condition. The target lesion had moderate calcification and vessel tortuosity. The rate of stenosis was 99%. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The 1st stent implanted in the target lesion fully expanded with good wall apposition. The frayed distal tip did not separate. The device was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15207075 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The target lesion had moderate calcification and vessel tortuosity. The rate of stenosis was 99%. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The 1st stent implanted in the target lesion fully expanded with good wall apposition. The frayed distal tip did not separate. Continued concomitant medical products: 0.035 radifocus (terumo). The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.